Event description:
It was reported that the pump got wet and would not turn on. There was no reported impact to the customer¿s blood glucose level. The customer was advised that the pump was out of warranty, and the customer reverted to an alternate method of insulin therapy.